Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the rep reported it was unknown if shocking contributed to the replacement of the ins. The impedances were greater than 4000 and they were found on the old lead during battery replacement.

Manufacturer narrative:
Concomitant medical product: product ID: 3889-28, lot# v498749, implanted: (B)(6) 2010, explanted: (B)(6) 2018, product type: lead. Other relevant device(s) are: product ID: 3889-28, serial/lot #: (B)(4), ubd: 06/22/2014, UDI#: (B)(4). (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer¿s representative (rep) regarding a patient with an implanted neurostimulator (ins) for gastrointestinal /pelvic floor therapy. Impedances were noted on the old lead with new battery replacement. (Battery replaced due to normal depletion). The patient reported to the representative prior to battery replacement on (B)(6) 2018 that she had a shocking sensation during normal use with the previous lead. Impedances were noted during case. The lead was replaced and then no impedances were noted and the issue was resolved. No further complications were reported or are anticipated.